Manufacturer narrative:
A ge service representative performed an on site investigation. The isd board, power supply, and fuse were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
Ot was reported that the uninterruptible power supply was not working. This caused the system to shut down immediately when unplugged, instead of going through a proper recovery cycle. There is no report of injury or death associated with this event.